Event description:
The patient complained of a "burning odor" coming from the bed motor. The patient developed a headache she attributed to the smell. Clinical staff confirmed odor emitting from motor. Patient removed from bed with attending md approval ensuring proper non-shearing techniques under supervision of skin care aprn. Fire marshall notified and responded to scene.the patient had been in the same bed for approximately 10 days. Manufacturer response (as per reporter) for air bed, kci fluid air2:hospital has asked kci to share analysis with us when evaluation completed.

Event description:
The patient complained of a "burning odor" coming from the bed motor. The patient developed a headache; she attributed to the smell. Clinical staff confirmed odor emitting from motor. Patient removed from bed with attending md approval ensuring proper non-shearing techniques under supervision of skin care aprn. Fire marshall notified and responded to scene.the patient had been in the same bed for approximately 10 days.manufacturer response (as per reporter) for air bed, kci fluid air2:hospital has asked kci to share analysis with us when evaluation completed.